Manufacturer narrative:
Additional information received on (B)(6) 2016 and includes: the surgeon has removed the screw of the ps knee on (B)(6) 2016. Unfortunately it was not possible to remove the screw arthroscopically, the surgeon was forced to remove it surgically. The surgery was completed successfully. Batch review performed on 14 november 2016. Lot 133914: (B)(4) items manufactured and released on 14 october 2013. Expiration date: 2018-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. On 18 november 2016 the medical affairs director performed a clinical evaluation and commented as follows: insert fixation screw loosening in a posterior stabilized tka 9 months after primary. The insert is little thick (10mm) and therefore it is very unlikely that the clipping mechanism can fail even in absence of the supplemental fixation screw. The screw has been retrieved surgically but to date it has not yet been technically examined. The causes for self-unscrewing are not definitely known, among possible causes probably there is insufficient tightening torque at the time of implantation, but no conclusion can be drawn. As the articulating surfaces of the prosthesis were visually inspected at the time of secondary surgery and no substitution was made, we assume that they were found undamaged. If this is the case, no further clinical consequence is to be expected.

Event description:
During the standard patient follow-up check in the hospital, the surgeon detected the loose fixation screw of the tibial insert in the back of the joint line on the x-ray pictures. The surgeon will try to remove the loose fixation screw arthroscopically.

Manufacturer narrative:
Additional information received from the initial reporter on 25 november 2016 and includes: the surgeon did not use the torque limiter screwdriver. The knee instrument set´s was not equipped with the torque limiter, because it was not mandatory, it was just an option.